Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including sample, A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.

Event description:
It was reported that the patient faced an event where infusion set was leaking at site on (b)(6) 2026 and had high blood glucose with confusion, Dry mouth and muscle weakness and no corrective action taken.